Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: loss of external power alarm. Checked the machine and found that power supply board is defective. No patient involvement.